Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, leading haptic was stuck on the posterior surface of the lens. Doctor struggled for the lens to become unstuck and had to refill eye with viscoelastic to pry it open. There was no patient harm and procedure was completed on the same day. Additional information was received and stated, the product was in the patient's eye. The posterior haptic being stuck during implantation; hence the concern was prying the trailing haptic from the posterior surface. When the lens was inside the eye using more viscoelastic into the eye to try and pry it away as well. Additional information was received and stated, the ophthalmic viscosurgical device (ovd) was used correctly. Surgeon was not sure why else he kept getting the trailing haptic stuck on the posterior end.

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. It was reported that haptic was observed to be stuck to the optic after implantation. The root cause of the reported issue is deemed to be related to manufacturing process change that increased the likelihood of company haptics adhering to the posterior optic surface following delivery with the company device. The manufacturer internal reference number is: (B)(4).